Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). No information. Without questionnaire, supplied with returnkit and without liquid.

Manufacturer narrative:
The valve was returned in the returnkit in an unknown liquid. The valve was at pressure level 12 cmh2o adjusted. A visual inspection was performed but there were no defects observed. In order to check a possible blockage of the valve, a permeability test was performed. This test is at a hydrostatic pressure difference of approximately 20 - 30 cmh2o in flow direction carried out. The test showed that the valve is not permeable. The valve was adjusted up and down at all pressure levels in 2-steps. The investigation showed that the valve was only in the range of 12 - 20 cmh2o. The measurement of the braking force showed that in the still adjustable range the braking force is within the expected tolerance. As a result of the investigation, underdrainage was confirmed as a result of the deposits found in the valve. There was no failure of the device. No further actions is required.